Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the capnography (etco2) module does not turn on. The etco2 port appears to be missing the capnometer patient connector. Troubleshooting was unable to be performed without the etco2 connector. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.